Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the infusion set was "plugged". Reportedly, the contact did not see insulin exit the tubing during the fill tubing step. The customer changed the supplies to address the event and insulin delivery was resumed. There was no reported impact to blood glucose.